Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring and found corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.